Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during implantation of the lps proximal femoral implants with the porous stem, the surgeon was hitting the top of the inserter and the top base plate of the inserter broke off the rest of the handle. We had to continue hitting the top of the inserter handle without the top plate. Whole instrument needs replaced. All pieces retrieved. No surgical delay.